Event description:
The pump was returned for product analysis investigation and the evaluation revealed all buttons responding intermittently, contamination under all contacts, and a dim display screen. This report is made based on the results of an investigation completed on (B)(4) 2012.

Manufacturer narrative:
Device evaluation was completed on (B)(4) 2012 and testing revealed that all buttons responded intermittently and the down button was inverted and scrolling. The keypad was torn and peeling and was removed for investigation. Contamination was noted under all contacts. The display screen was dim but when a test display was used, the display worked normally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.